Event description:
A pt was transferred with a ceiling lift and chair sling. The sling was positioned under pt and the chair sling was hooked to spreader bar, the bottom of the sling was crossed as instructed. Pt began to have a bowel movement, so nurse began to clean pt while suspended in the sling, then the nurse heard a pop/snap she noted the right side of the sling was out of the spreader bar. Pt immediately began to fall, then the left side also came off leaving only the left bottom sling loop still in the spreader bar. The pt fell approx 5 feet to the ground, landing on the head. He had a quarter size bump on the back of the skull and received vicodin and ice on bump.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem and simulation of the incident. When looking at adverse events for utilization of non arjohuntleigh slings when used with all models of arjohuntleigh lifts with no distinction if passive floor lifts or fixed and portable ceiling lifts, there is a trend of less than two similar events in average by year. This trend review includes all failure modes, that is to say sling loop breakage or detachment, clip breakage or detachment, and pt sliding out of sling. The occurrence rate appears to be very low when compared to the number of transfer daily performed on the worldwide market. Since the event involved another manufacturer device, and the arjohuntleigh ceiling lift and spreader bar were declared to be working as per specifications, no history review was deemed necessary. An on-site inspection was performed by an arjohuntleigh rep. The sling involved in this event was manufactured by marketing management and associates inc. It was noticed that stitching was loose at some places. Several attempts were made on-site to duplicate the incidents and the faults described by the customer could not be reproduced. The manufacturer has already performed simulation during previous investigation, and was able to demonstrate how a loop sling can detach from a 2-hook spreader bar. However, it did not explain if multiple loops could detach following the detachment of a single loop. This was attempted to be reproduced at the manufacturer site, with an arjohuntleigh sling of a similar aspect of the one involved in the event. Since the device stopped suddenly supporting the pt, it is understood that an instantaneous event occurred, that is to say, a loss of support occurred at the level of the sling, which detached suddenly from the spreader bar. The spreader bar incorporates safety latches for each of the two hooks, which ensure that a properly installed sling loop is highly unlikely to detach. During the transfer, the pt had a bowel movement, and since he was not in a hygienic sling, he most likely needed to be manually lifted partially in order to access his buttocks. In addition, the facility specified they cleaned the pt while he was still supported in the sling. This handling may affect the weight distribution in each of the four loops and may even cause a loop to no longer be in tension, however, it is considered highly unlikely that this would open a safety latch and allow the loop to detach from the hook. Previous investigation showed that similar outcome could occur if the sling is not installed properly to the spreader bar at the beginning of the transfer, taking into account that the sling loop is installed in a way that allowed it to temporarily support the load. Based on this simulation, for the current event, the possibility that the sling strap was not attached at all to the spreader bar is not kept as a plausible explanation. The only known possibility for a sling to be temporarily supported by the spreader bar without being in the hook is to be supported at the extremity of the hook. This support could be released suddenly due to movement of the spreader bar of the sling, which is consistent with the sequence of events. It was mentioned by the customer that three sling loops detached during the transfer. It has been impossible to duplicate this situation - a correctly attached loop detaching due to the detachment of a single loop. It is therefore concluded that the sling detached suddenly because the three loops were installed at the extremity of the spreader bar hooks and not properly secured within the hooks. The instructions for use of the maxi sky 600 (001.14150.33.en) clearly states: "warning: before lifting the pt, check that the sling attachment loops are securely positioned within the spreader bar hooks and that the loops stay in place as the pt is gradually lifted." It also contraindicates the use of the device with a non arjohuntleigh accessory "note: arjohuntleigh ceiling lifts are specifically designed for kwiktrak ceiling rail systems, and arjohuntleigh slings and accessories." It is suggested to remind the facility personnel about the two recommendations set above.